Event description:
The customer reported failing red blood cell (rbc) and platelet (plt) background; and approximately 10 mls of clear fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) was not rotating properly. The fse replaced the bsv actuator which resolved the leak and the failing background errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).